Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient a missing sensor wire on (B)(6) 2014. Foreign distributor reported that the patient was unable to locate the sensor wire on the underside of the sensor pod upon its removal. At the time of contact, foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).